Manufacturer narrative:
Analysis confirmed the customer comment of damaged display and additionally noted that the upper case and the hanger were broken. The customer had indicated "lost button" and analysis noted that the sensitivity knob was missing. The unit was cleaned and inspected, the upper case, display and sensitivity knob were replaced and the generator was tested and calibrated on the automated test system and passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a lost button and a broken screen display. The generator was returned for service. No patient complications have been reported as a result of this event.